Event description:
In 2007, the patient reported that he received an 09 (technical inspection due) alert but he did not receive the prior 8x (88, 86, 84, 82) alerts warning him that the infusion device would soon shut down. He stated that his blood glucose measures "hi" (over 500 mg/dl) on his blood glucose monitor and he feels "listless." He stated that his blood glucose typically measures 140-200 mg/dl. He stated that he does have a backup infusion device. Upon follow up three days later, the patient stated that he switched to his back up infusion device and his blood glucose had decreased to the normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.